Event description:
It was reported that pump experienced recurring cartridge alarm during load process despite caller following proper loading steps. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for insulin delivery, and technical support assisted with loading attempts, then arranged replacement pump with updated software.